Event description:
It was reported that pump screen was dark and would not turn on while pump was still beeping, vibrating, and flashing red light. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place old pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and requested return of malfunctioning pump using prepaid label within 10 days.